Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained for a single patient sample. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. However, improper pre-analytical sample processing cannot be ruled out as a contributing factor. There is no evidence that the vitros 5600 system or trop I es reagent malfunctioned.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (patient 1 = 0.115 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es patient result was reported to the clinician, and a corrected report was issued (repeat of patient 1 is <0.012 ng/ml). There was no report of patient harm as a result of this event. (B)(4).